Manufacturer narrative:
Visual inspection showed that the optic was received cut in half. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 23.0. No add'l complaints were received for the remaining lenses in this production order. The production order was reviewed and met specifications. Our investigation and the info received from the surgeon suggests this event was not caused by a deficient lens. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the lens was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to the wrong diopter selected. It was stated that the incision was enlarged. No pt injury was reported.